Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed no anomalies with the lead prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2011, product analysis was completed on a vns patient's explanted lead. The vns generator and lead had been explanted on (B)(6) 2011 due to lack of efficacy. During product analysis, it was discovered that the lead connector had partial detachment at the ring/backfill interface. Also, the small o-ring boot was partially detached from the ring assembly in the vicinity of the ring exposed surface. The reason for these two conditions is unknown. No adverse effect was identified on the device performance as a result of these conditions. No discontinuities were identified within the returned lead portions. An abraded opening in the inner tubing of one of the lead coils was found that also showed pitting or electro-etching conditions at this location. The lead assembly had remnants of dry body fluids inside the inner silicone tubing of the lead coils. No obvious point of entrance was identified other than the identified inner tubing opening and the cut end of the returned lead portion. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the mentioned observations and typical wear and explant related observations, no other anomalies were identified within the returned lead portions. Product analysis on the explanted generator was completed on (B)(6) 2011. An end-of-service (eos) condition was found in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. The physician provided patient's settings from (B)(6) 2009 of output current = 2.25ma/ on time = 7 sec/ off time = 1.2 min. The physician did not provide any additional programmed settings or diagnostic results. The manufacturer's programming history database showed system diagnostic results from september 16, 2011 of communication = ok/output status = ok/ output current = 1.00ma/ lead impedance = ok/ dcdc = 2/ eri = yes. The patient's programmed settings were output current = 2.25ma/ frequency = 20hz/ pulse width = 250usec/ on time = 7 sec/ off time = 0.2 min/magnet output current = 2.5ma/ magnet pulse width = 250usec/ magnet on time = 21sec that day. If additional information is received, it will be reported.